Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep returned the implantable neurostimulator (ins) for disposal. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had their neurostimulator (ins) replaced on (B)(6) 2018. Patient stated that her battery went dead after 6 years. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2018 and the battery was charged to 3.565 volts. On (B)(6)2017 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. If information is provided in the future, a supplemental report will be issued.